Event description:
Manufacturer became aware of a patient revision 12 months post-op due to everest screw fracture.

Manufacturer narrative:
Manufacturer became aware of a patient revision 12 months post-op due to everest screw fracture. X-rays and pictures were available for review. Manufacturing and inspection records were reviewed and no discrepancies or contributing factors were found. Patient retained device and could not be evaluated by manufacturer. Manufacturer will file a follow-up report when new information about the case becomes available. Patient retained device.

Manufacturer narrative:
Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. Per the representative the patient is doing well. The implant was not returned and could not be evaluated. The manufacturing and inspection records were reviewed and no discrepancies were found. The screw was manufactured to specification. There is not a firm conclusion regarding this event since the subject part(s) were not returned for evaluation. Risk: the everest risk analysis, risk-031 rev 2: hazard analysis, lines 5-10: screw breakage, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Dimensional/material: a review of the per surveillance report did not reveal any contributing information/trends.